Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) needle remained under skin [medical device complication] case description: this spontaneous case received from foreign country reported by a consumer as "novofine needle remained under his skin and extracted with microsurgery", concerns a male patient using novofine 30 g 8 mm needles due to type I diabetes mellitus. Medical history not included. In 2007, the patient experienced that during his insulin injection a novofine needle remained under his skin. The patient used humalog prefill with a humapen and lantus optipen together with novofine needles. After the humalog injection with the humapen the patient noticed, that the needle was not on the tip of the novofine. After an x-ray examination, the needle was found under the skin and the patient was sent to surgery service. Because the needle could not be found by the surgeons, a microsurgery was used to extract the needle. The patient is type 1 diabetic and has been using insulin for 24 years. According to the patient, he never re-uses the needles. The patient has been using novofine needles with different types of insulin pens for more than 10 years. Optipen and humapen: concomitant devices not coded. On the same day, the patient recovered from the event. Reporter's causality: unknown. Novo nordisk's causality: reportable. Analysis result: product : novofine 8mm (30g) lot no.: 06j11g. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needle tested for resistance to breakage. During testing, it has not been possible to detect any irregularities on a reference sample from the batch in question.